Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to vomiting. Customer believes that something is wrong with the insulin pump. It was noted that there was no reservoir or infusion set in the insulin pump. Troubleshooting was unable to be performed at the time of the call. No further information reported.